Event description:
There was no telemetry with the implantable neurostimulator. It was replaced (cause not reported). The neurostimulator was replaced. A lead pocket adaptor was used during revision. Intraoperatively, electrode impedances were acceptable. There was no sign of damaged with either the electrodes or extension. The pt was asleep, so therapy effects were not tested. After surgery, stimulation was tested. The pt felt no effect even when the amplitude was maximally increased to 10.5 volts. Prior to surgery, the pt felt stimulation at 2.5 volts. Impedances were within normal limits. The hcp suspected the new neurostimulator's output was not working properly. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).